Manufacturer narrative:
Per good faith effort (gfe) response received 21may2025, the biomedical technician ultimately ordered and installed the replacement parts, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The unit was taken out of service. The customer called technical support to report that the display was blank. The unit was old and had a first-generation liquid crystal display (lcd). The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement parts (lcd assembly, nec lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, m2x3 socket hd screw, and ui assembly) that are needed to upgrade the first-generation lcd to a second-generation lcd. This investigation is ongoing.